Event description:
During an iliac pta/stenting treatment procedure, the size of the wallstent was different than what was expected. When the product was removed from the package, the physician was of the opinion that the wallstent in the package was a different size than what was stated on the package label. The outside label of the package reported stent was 9 mm by 18 mm. The actual dimensions of the stent are unknown. This first was removed and was replaced with the desired correct size. The initial wallstent was not used in the procedure. No patient injury or complications were reported. The patient is reported as 'ok' following the procedure.